Manufacturer narrative:
Initial reporter not known at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was not connecting to the navigation system. The site looked in the igs servers and there was no stealth present. The site added the navigation system and was able to verify, then they had successful communication. No patient was present at the time of the event.